Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed due to unknown reasons. A new inflatable penile prosthesis 100ml reservoir and rear tip extenders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.